Event description:
The customer observed architect i2000 analyzer error code 1007 (unable to process test, activated read failure) messages when reaction vessel (rv) lot 71451p100 was in use. When the customer re-ran the samples, the error disappeared. The customer was advised to replace the rvs with another lot. The issue is not observed on the other analyzer in the lab, but does happen intermittently with several unidentified rv lots. There was no impact to patient management.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The physician advanced the 2.0x12mm quantum maverick balloon to the lesion and on the second inflation, inflated the balloon to 8atms for less than ten seconds and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.0x12mm quantum maverick balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list # 8c89-01, (B)(4).the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000 analyzer, list # 8c89-01, (B)(4). This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.